Event description:
The customer reported obtaining differential vote outs (non-numerical results) while running quality controls involving the lh 500 hematology analyzer. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone but the issue persisted.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that a defective differential mixing chamber. The fse also found that the differential air pump was not working consistently and would intermittently not pull the correct amount of sample or air for analysis. The fse replaced the differential mixing chamber mc1, air pump pm3, and the sample line from the mixing chamber to the flow cell to resolve the differential vote outs. Results: differential mixing chamber. (B)(4).